Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous middle left anterior descending artery. Vascular access was obtained via the right radial artery. The 15mm x 2.5mm maverick2 balloon catheter was selected for pre dilation and during advancement to the target lesion mild resistance was encountered. On the first inflation attempt the balloon catheter was inflated to 8 atms for 10 seconds and upon second inflation at 12atms for 10 seconds a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)